Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose, and she was treated with an insulin drip. Troubleshooting was declined as customer requested the device replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device was received with missing end cap sticker.